Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that during bd representative¿s site visit, a pump module in biomed shop was observed to have a label stating, ¿broken and door was not close.¿ during physical inspection, bd representatives were able to find a broken sear (broken at the base where it is attached to the door latch). No further information was provided, and this device will be repaired by biomed and reportedly will not be sent to bd for investigation. The information on patient involvement is unknown.